Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The explanted pump was returned for investigation. The report of suspected thrombus was confirmed. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the distal-side of the inlet stator revealed evidence of thrombus on the inlet bearing cup, which indicates that the thrombus ring was likely adhered to both the bearing ball and cup, while the pump was operating. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layers suggests that they did not form in this location. Although their origins and duration for which they were present in these areas cannot be conclusively determined, the circumferential contact marks on the outlet bearing cup, suggest that the depositions were present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the reported hemolysis. The thrombus would have also created additional resistance on the spinning rotor, contributing to the report that the pump would not reach full speed. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, it was reported that the patient experienced acute on chronic heart failure and was admitted to the hospital. On (B)(6) 2016 an echocardiogram showed an ejection fraction of 33% and a left ventricular end diastolic diameter of 53mm. The patient developed unspecified symptoms of hemolysis and the pump reportedly had difficulty attaining the set speed of 9600rpm. The patient's clinicians suspected device thrombosis. The patient underwent a pump exchange on (B)(6) 2016.